Manufacturer narrative:
Additional information: the cec assessed that the death was a non cardiovascular death, an assessment comment was made that the patient had gastric cancer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca, lad and lcma. Approximately 11 months post index procedure the patient died of unknown cause. The patient had been hospitalized for a long time and was receiving palliative medications at the time of death. The investigator and sponsor assessed the event as not related to the index device or anti platelet medication.